Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Information was provided stating that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2616-malposition of device was removed.

Event description:
Subsequent to the previously filed report, additional information was received from the physician: the device was used in the common femoral vein. No femoral venogram or other imaging was performed to verify the puncture site. A cuff miss occurred (no suture present when the needle plunger was removed after deployment). An additional proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event estimated. (B)(4). The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide. Reportedly, the proglide did not deploy properly and there was user error as the operator was in training. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.